Manufacturer narrative:
A review of the involved unit's device history record (DHR) could not be done because a serial number was not provided. In addition, an evaluation of the esu, including a technical safety check, could not be performed because the generator was not made available for an examination. Based upon the limited information supplied to erbe at this time, no conclusive determination could be made as to the possible cause(s) of the event. If further information is obtained (e.g., testing of the involved esu, etc.), then a follow-up report will be filed.

Event description:
It was reported through a lawyer to erbe germany that a patient incident occurred with the electrosurgical unit (esu/generator) during an operation to remove a brain tumor. No information was provided in regards to any accessory used or the esu's modes/settings used in the procedure. Additionally, no information was given involving the duration of the operation. Per the provided documentation, swelling of the right hand occurred during or after the operation. This was followed by a hand surgery consultation, which revealed that the right hand and forearm were severely oedematous with a claw-like grip of the right hand and vascularization, as well as skin necrosis on the back of the hand with, according to the user, obvious third-degree burns on the back of the hand and deep second-degree burns in the area of the extensor fingers, wrist, and forearm extensor side up to the middle third. An emergency surgery with dorsal cutaneous fasciotomy of the forearm and intermetacarpal spaces and decompression of the carpal tunnel, which was performed following the neurosurgical procedure. A precise description of the skin lesion (extent or size) was not furnished nor photographic evidence of the damage.